Manufacturer narrative:
Product ID: 3889-28, lot# v625742, implanted: (B)(6) 2011, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer. (B)(4).

Event description:
About a year prior to the date of this report, it was reported the patient was having sciatic nerve problems on the right side of their body from their waist to their ankle. This was the side the device was on. It was reported the patient never had therapeutic effect since implant. It was stated the patient had tried approximately 20 programs with no results seen. The patient would increase stimulation so they could feel it and they felt like there was a ¿marble way down¿ in their pelvic floor. It was noted the patient had to ¿put up with a lot¿ of discomfort with feeling like there was a ¿knot/marble¿ down in their pelvic floor. After the appointments, it was indicated to ¿start all over again¿ with similar issues that have been going since implant. The patient had high settings and it was noted the implantable neurostimulator (ins) battery was ¿getting low.¿ the settings were then decreased. The patient was on medication for incontinence. The medication was increased after urodynamic testing was done. A little less than a year later, it was stated the patient experienced a loss of bladder control following the implant. It was noted that the 2 week trial was effective but the ins had not been effective in spite of multiple reprogrammings. The location of the patient¿s symptoms was the perineum. It was reported that they changed the batteries in the programmer and checked the ins and the ins icon was lower than 25 percent. It was noted that the ins was still working. If the ins needed to be replaced the patient would discuss with their health care provider if they wanted to replace it or remove it. Information received as of the date of this report indicated the patient was last seen for reprogramming (B)(6) 2013. At that time, the impedance measurement of electrode combination 0 and 1 was less than 50 ohms. The patient was instructed to follow up for reprogramming in three months (april 2013). No further evaluation had been done. A follow up report will be sent if additional information is received.